Event description:
It was reported via clinic notes received that the patient recently experienced 2 strong seizures and was concerned of a rapid heartbeat and lost respiration. It is unknown if these events are related to vns or the patient's seizure pattern. Diagnostics taken on (B)(6) 2012 were within normal limits. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received indicating the patient had prophylactic generator replacement due to the generator's length of implant and not the rapid heartbeat and lost respiration. The explanted generator was returned and underwent analysis. The generator performed to specifications and no anomalies were found. An implant card was received indicating that lead impedance was normal at the time of replacement.

Event description:
The clinic notes also noted on (B)(4) 2012 that the patient had "rapid heart beat and lost respiration for a second then came back to breathing normally."

Manufacturer narrative:
Corrected data: initial report inadvertently did not indicate that patient had prophylactic generator replacement due to the age of the generator and not related to the patient's "rapid heartbeat and lost respiration.

Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported the incorrect age. Describe event or problem, corrected data: the initial report inadvertently did not include that the events only lasted for a second, and then the patient was breathing normally again.